Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the ability to recapture and reposition the valve was lost. The valve was prematurely deployed. It was reported that the physician did not hear or feel the rumble in the delivery catheter system (dcs) which indicates the valve was 80% deployed. The valve was unable to be snared. Subsequently, the valve was explanted and a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated product analysis: upon receipt at medtronic¿s quality laboratory, the inner member shaft and spindle hub appeared intact with no evidence of damage. When retracting the capsule by rotating the deployment knob, the rumble strips could heard and felt as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the device lot and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that during the deployment he physician did not hear or feel the rumble in the delivery catheter system (dcs) and the valve was prematurely deployed. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The handle of the dcs was observed to be intact and retracted and advanced the capsule as expected. When retracting the capsule by rotating the deployment knob, the rumble strips could be heard and felt as expected. There was damage observed on the threading of the screw gear. This damage indicates increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The cause of the high forces cannot be determined with the information available. There was no other evidence of damage observed on the dcs. Analysis of the device did not find any evidence that there was an issue with the rumble strip. Engineering has attempted to replicate this situation using a sample enveo-r dcs (not the returned unit) and found that gripping the handle very tightly and turning the knob very slowly can dampen the sound and feel of the rumble strip but does not eliminate it completely. The user grip may have been a contributing factor to reduced ability to hear and feel the rumble strip, but a conclusive cause cannot be determined from the information available. Overall, there were no findings to suggest a malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage noticed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.